Manufacturer narrative:
The samples were serum that were collected off-site and arrived in pour-off tubes. The samples were re-centrifuged prior to analysis. Qc was within the customer's established ranges with an occasional high outlier. Level 3 qc also showed a shift up of approximately 1 or 2sd from the stated mean since (B)(6) 2010. Service was dispatched on (B)(6) 2010. A bci field service engineer (fse) performed a high sensitivity system check and other verification tests. All testing results were within the instrument specifications and no issue was noted. The fse noted air bubbles in the substrate pump and replaced the substrate pump valve. The fse performed a routine system check and the results met the specifications. Although hardware issue was addressed, no clear root cause for this event has been determined to date.

Event description:
A customer contacted beckman coulter, inc. (Bci) in regards to erroneously elevated total t3 (tt3) results within and above the normal reference range generated by unicel dxi 800 access immunoassay analyzer for six patients. The erroneous results were reported out of the laboratory. Subsequent testing produced lower results in a different clinical category for all six patients. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.